Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.